Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the calibration would not home because the door did not fully close. Once the system was homed manually, the issue as resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that the system's doors wouldn't register that they were closed. Then the system stated that a motion calibration was needed. They were unable to complete the calibration and noted that it seems like the rotors weren't moving into position. The site decided to proceed with a c-arm. There was a less than 1-hour delay to the procedure and no impact on patient outcome.